Manufacturer narrative:
The thoracic probe was discarded and not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the thoracic probe was damaged during the surgery. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative reported that the probe passed verification prior to being bent, but it was unknown if the instrument would pass verification after being bent. The probe was bent while in use and was likely due to the torque on the anatomy.